Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported than when doing a case it shut down and was able to start it up again. This resulted in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.